Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy made their symptoms better than before they got the ins, but the therapy still has not been as helpful as they hoped it would be. The patient said they still get up 3-4 times a night and they have to wear a lot of depends. Patient felt stimulation in different location. The patient sent a note to their hcp and the hcp told the patient they could change to a different program every 2 weeks as needed. The patient recently changed programs but they had "electronic spasms" in their abdominal area after they increased stimulation, so they had to decrease the stimulation. Agent reviewed programming considerations. The patient's next appointment will be on thursday, so they will get further direction from their hcp at that time. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that there were unknown about the cause of feeling stimulation in different location. The patient stated that the most likely cause of the event would be due to that it was set on program 1 at 0.8 power on (B)(6) 2024. They had increased it from 0.6 on (B)(6) 2024. When asked about the steps taken to resolve the issue, the patient stated that on (B)(6) 2024, they lowered the stimulation on 0.6 and on (B)(6) 2024 they lowered it to 0.5. The patient confirmed that the issue was resolved.